Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device, and residual fluid and corrosion were found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The customer reported that her bg levels rose to "as high as 414mg/dl" during the night. The following morning, the pod began to alarm. She removed the device and noticed that there was rust inside near where the batteries are. The pod will be returned for eval.